Event description:
In 2000, a pt had a laminectomy and decompression with two 6.5 x 40mm synergy integral open screws (catalog number 6127, lot numbers 21863 and 22413) and four 13.8 mm synergy hex nuts (catalog number 6100m, lot number 22583) to correct a listhesis at l5-s1. The surgery was performed by dr. During routine follow-up at 15 months postoperative, screws at s1 were noted to be fractured on x-ray with no known trauma. Revision surgery was recommended and was performed in 2001 at which time the original instrumentation was removed and new synergy spinal system components were implanted. An evaluation of the fractured screws by interpore cross engineering determined that the nature of the fractures appears to be fatigue bending. Because the info regarding this event was provided to interpore cross by the distributor with minimal translation of the original letter (originally received in spanish by the distributor), it is unk whether or not the pt was fused or had achieved partial fusion at the time of reoperation. Additional translations from the distributor or their technical translator of the hosp records were not provided. The instructions for use for the synergy spinal system states that the implants are intended to be used as a temporary construct that assists normal healing and are not intended to replace normal body structures. In addition, the warnings section of the instructions for use states the following: "the device system is not intended to be the sole means of spinal support. Its use without a bone graft or in cases that develop into a nonunion will not be successful. No spinal implant can withstand the loads of the body without maturation of solid fusion mass. If there is no solid fusion, the spinal implant will eventually bend, loosen, or fracture". This event was originally determined by interpore cross international to be non-MDR reportable because it is a known complication that without the presence of fusion, the implants will eventually bend, loosen or fracture. As noted above, this warning is included in interpore cross international's instructions for use for this product. During a recent inspection and review by the food and drug administration, the investigators determined that this event should be MDR reportable. Therefore, this event is being reported as an MDR to close out this observation.